Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 02-mar-2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive results of 1.24 & 1.31 ng/ml on a 42 year old female patient presented with back pain, headache, body aches, and shortness of breath.. There was no additional patient information at the time of this report. Return product is available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 714258-00u. (B)(6).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-mar-2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Although retained cartridge testing was not performed as the lot expired on 14-mar-2022, prior to the initiation of the investigation on 15-mar-2022, previous retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a21225.